Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient gets muscle spasms that affect speaking from near railway stations and power lines. Ins is used for motor cortex stimulation which is considered off-label. Patient asks if there¿s anything to do to avoid these problems? Technical services stated that the electromagnetic field from high voltage power lines was unlikely to interact with medtronic's ins systems when walking, driving underneath, or living in a house or building nearby. However, if a pacemaker/ICD patients are not allowed to be in the area of high emi sources, as indicated by specific warning signs, it was recommended that the same go for the patient with an ins.  A temporary increase in stimulation could be perceived when passing under the power lines, but this would depend on the exact distance and the patient¿s sensitivity to stimulation in general. If the patient suspects any interaction with the ins, we recommend the patient to increase the distance with the emi source and go to back to their hcp of reference to ensure that the ins is working as intended. Technical services was unsure if the spasms reported are related to the interactions between the implanted system and the high-power lines. This can be discussed with the physician, the recommendations to share with the patient and next steps to be taken to prevent that. Additional information has been received. Event date confirmed, the patient had their vanta ins replaced on (B)(6) 2023, and the sensation came on the next week. The pt called on the (B)(6) ¿ sensation occurred before that. Regarding the patient¿s statement ¿similar things happening but smaller when they had a prime advanced implanted¿, it¿s not believed a complaint was ever filed. That situation was discussed with a manufacturer representative (rep), who used to work for medtronic, when the pt got sensations from the remote reader of the electricity meter etc. It was confirmed that the muscle spasms are related to this issue, the pt has difficulties with speaking, when the spasm goes to their face and to the jaw. Other people around the pt have noticed it. It was also confirmed that electric trains use the station referenced in this case. The cause was not determined. No further actions have been taken; it was just noticed that this ins was as bad as the others. Regarding resolution, help was asked for regarding guides and instructions, unknown what else can be done. Pt cannot be without the ins. Has tried to live further away from the emi disturbance area. Information was confirmed with a nurse with the physician account, the pt lives 600 km away from the hospital, and is sick ¿ won´t fly to helsinki every week. Technical services reviewed the provided session report for the pt¿s current ins and did not see anything strange in terms of battery disfunction / system integrity. Since this device is being used in off label use, there are no official guidelines / information about this type of stim and muscle contraction. A session report was then provided for the patient¿s prim advanced as well, confirming patient¿s programming levels. Impedances were relatively stable, differences within acceptable ranges. Technical services stated that not much can be done at this point regarding this issue, other than having the patient stay away from strong emi sources. It was offered that a bibliographic research on the impact of emi with motor cortex stimulation and muscular contraction can be done if requested. See (B)(4) for the following split information: there was similar things happening but smaller when she had prime advanced implanted. It¿s not believed a complaint was ever filed. That situation was discussed with a manufacturer representative (rep), who used to work for medtronic, when the pt got sensations from the remote reader of the electricity meter etc.

Manufacturer narrative:
B3: date is approximate. D2: device used for off label indication. The indication the device was used for was occipital nerve stimulation. G2. Foreign: finland. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.